Event description:
It was reported that there was a "dso seal " problem. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: cadd - solis sn: (B)(6) was received from the customer. Visual test was performed. Functional test was performed. Device shows error message. Primary problem with defective pwa. The pwa was replaced. Root cause was found to be damaged dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The damaged dso seal was replaced along with the battery compartment and lens.